Event description:
Refences number (B)(4) event occured in the united states. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly upon insertion. No further information is available.